Event description:
It was reported that a patient underwent a procedure to remove bone spurs on (B)(6) 2011 and bone wax was used. The patient developed inflammation at the site and it developed into a sore. The patient soaked his heel and chunks of bone wax, like kernels of corn, came out. The patient has had in-office minor procedures. The wound has been cleaned out and packed with dressings until it closed up, however it still has an issue. The patient reports that he may have to go in for additional surgery.

Manufacturer narrative:
(B)(4). Open sore. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.